Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/28/2024, a sales representative via (B)(4) reported that (qty. 2) of an ar-5410-amgs-s vip glenoid reamer had an issue during use. During the reaming of an augmented 20-degree glenoid with the depth of a small reamer ar-5410-amgs-s, the surgeon noticed the reamer was stuck with a gap while still connected to the reamer handle. When removed, it seemed stuck in one orientation rather than freely rotating. The surgeon reattached it and tried the trigger on the powered handpiece, but the reamer created that gap because it was stuck in one orientation. They attempted to use a second reamer of the same part number, but the same event occurred. After inspection of the devices, it was noted that the drive shaft and 20 augmented reamer guides were not the issue, although the two reamers had the same problem. They are both still stuck in one orientation, and it appears on the backside that connects the reamer handle with metal cut circles seem to be making contact. The case was completed by utilizing a non-depth ream augmented reamer. A case delay of two minutes was reported without adverse effects on the patient. This event was not an unplanned incision, and no second surgery was needed. This was discovered during a reverse total shoulder procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.